Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had a myocardial infarction (mi). In (B)(6) 2011, the patient presented due to stable angina (ccs classification 2) and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (lad) with 60% stenosis and was 20mm long with a reference vessel diameter of 3mm. The target lesion was treated with direct placement of a 3.5x24mm taxus element stent with 0% residual stenosis. On the next day post the procedure, the patient had elevated troponin value. ECG suggested a non q-wave myocardial infarction. No ischemic symptoms were observed and no other action was taken to treat this event. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Date of birth: 1945. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).